Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to loss of osseo integration 8 months after implantation. The doctor indicated that infection caused the implant removal. The patiend ha no significant medical history. The patient has been recovered without complications.